Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Insulation and conductor damage was found at 23.4-24.0cm from the connector pin, consistent with clavicle crush damage. The sensing conductor etfe coating was abraded. This is consistent with the observation from the field of noise. External insulation abrasion was noted at 12.5-12.8cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location. Analysis did not find any perforation caused by the stylet.

Event description:
It was reported the patient presented to the ER after receiving inappropriate therapy while washing his car. He reported that prior to the therapy he was feeling short of breath. Lead noise was observed on the stored egms. Fluctuations in sensing, capture threshold and pacing lead impedance measurements were also observed. Noise was observed in clinic. The lead was explanted and replaced. Fracture due to clavicular crush was suspected.